Event description:
Patient was revised. Reason for revision was not provided.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised. Reason for revision was not provided. Update revision operative report received indicating patient was revised due to pain. The revision operative report states acetabular component and this came out without difficulty with no visible bony ingrowth. Update litigation alleged the patient suffered pain, decreased mobility, popping and/or clicking and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.